Manufacturer narrative:
(B)(4).

Event description:
During follow-up the battery status was reported as low. The device was explanted and replaced due to possible early battery depletion.

Manufacturer narrative:
Evaluation summary: no conclusion code available. The report of premature battery depletion was confirmed. Bench testing was performed, and no sources of high current were noted. Further analysis identified lithium clusters; however, the cause of the premature battery depletion could not be conclusively determined. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016.